Event description:
It was reported via clinical affairs that a (B)(6) female patient was diagnosed with severe stenosis of an edwards aortic bioprosthetic valve after an implant duration of approximately 11 years. Patient medical history: cad-CABG x 4 (2002); atrial fib (coumadin); lvh; hypothyroidism; ovarian carcinoma and renal cell carcinoma (both in remission); dyslipidemia. The patient was being evaluated to undergo a transcatheter valve implant within the existing valve (valve in valve).

Manufacturer narrative:
Additional manufacturing narrative: report of bioprosthetic aortic stenosis after an implant duration of approximately 11 years. The patient was deemed inoperable and approved to receive a transcatheter heart valve implant within the subject device (valve in valve). Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Structural valve deterioration (svd) is the most common reason for bioprosthesis stenosis and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this explant cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. No further action is required at this time, edwards will continue to monitor all events.

Manufacturer narrative:
The patient underwent successful intervention via implant of a transcatheter valve inside the subject valve. No further action is required at this time.

Event description:
It was learned that the patient underwent a successful implant of a transcatheter valve inside the subject device, and transferred from the procedure in stable condition.